Event description:
It was reported that when asymptomatic patient presented through merlin.net transmission, device was found to be in backup vvi. A device download was performed successfully and device was reprogramed. Patient was stable.